Event description:
The customer, a in-home family care giver, alleges that the pocketpak resuscitator one way valve does not work. The alleged defect was not determined while in use by a patient.

Manufacturer narrative:
Qn# (B)(4). According to the one way valve inoperable, the manufacturing and inspection record review was performed for the device and there were no issues found that could relate to the reported complaint. Based on the limited information, this complaint is reported as a single case.